Event description:
New information received: the event occurred during priming recirculation. Customer indicates that it did not affect any patient because the failure was during preparation of the extracorporeal circulation pump, at the beginning of priming recirculation, when a noise began as of the friction of the blades that is has inside. They had time to open a second custom without stopping the procedure and then replaced the centrifugal pump. There was no delay in the procedure and there was no blood loss as a result of the procedure.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on june 11, 2021. Upon further investigation of the reported event, the following information is new and/or changed: h3 (device evaluation anticipated by manufacturer - a second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusions code 11.) All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: h6 (identification of evaluation codes 11, 3331. 4114, 3221, 4315). Type of investigation: #1: 11 - testing of device from same lot/batch retained by manufacturer. Type of investigation #2: 3331 - analysis of production records. Type of investigation #3: 4114 - device not returned. Investigation findings: 3221 - no findings available. Investigation conclusions: 4315 - cause not established. The affected sample was not returned so a thorough investigation could not be conducted. A retention sample from the affected product code/lot number combination was obtained and visually inspected, no anomaly noted. The retention sample was built into a saline circuit and set up on a sarns drive motor. The pump was ran for one hour at various rpms from 900 up to 2400rpm. During this time, the pump was observed for sound anomalies. No sound anomalies or abnormalities with the functionality were observed during the test. Due to the lack of supporting information and the affected sample not being returned, it is not possible to determine a root cause to this event. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular the pumphead was noisy. It is still unknown whether there was a delay in the procedure, whether the surgery was completed successfully or whether there was any effect on the patient, blood loos or results of the surgery. When the centrifuge was started, the blades inside the centrifuge brushed against the external bell, with a lot of noise, breaking many red blood cells and they changed it. The product was changed out.